Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the battery pack connection was found to be loose. The connection was re-established and the issue was resolved. (B)(4).

Event description:
On (B)(6) 2012 the ssu representative at maquet (B)(4) reported that the rotaflow pump module serial number (B)(4) displayed a b temp error and stopped pumping. On powering the unit off and then back on the cleared the error. (B)(4).